Event description:
This pt had a duraloc cup implanted with an old style apex hole eliminator. The 4 yr post-operative x-rays show the eliminator still in the cup. X-rays taken 7 years post-operatively reveal the eliminator has migrated completely out of the cup. It can be seen in the acetabulum floating in substantial osteolysis. The doctor expects to do a revision within two years and will use a positive stop eliminator during that surgery. Implant date was not provided.